Event description:
Report received from the USA stating that the device "can not attach cutter". The device was not being used during surgery. It is unk if there were any pt or user injuries reported. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).